Event description:
It was further reported that a tear was found in the rv apex, the only device that had been in that location during the procedure was a non-(B)(6) intracardiac echo catheter. Additionally, the patient has been discharged from the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).